Event description:
Reportedly, on (B)(6) 2018, the patient went to the hospital with several syncope episodes and a re-intervention was performed. Noise episodes in the right ventricular channel were observed. During the reintervention the noise was easily reproduced with provocative maneuvers. The physician is reporting that during the reintervention pacing pauses were detected in surface ECG when using the electric scalpel, even when the device was programmed in voo mode. Additionally, when disconnecting the lead from the connector block, some blood fluid was observed inside the connector, that was cleaned with a gauze. Psa measurements were normal, and after that, the lead was connected again. No more noise episodes were detected even performing provocative maneuvers. On (B)(6) 2018, the patient felt dizzy but pacing, sensing and impedance values were normal. On (B)(6) 2019, the patient was admitted to emergency service because several shocks were delivered. During the follow-up an inappropriate shock was delivered; in addition pacing malfunction with significant pacing pauses were observed. When moving the left arm of the patient, noise oversensing was observed. Several oversensing episodes were stored in the device memory with pacing inhibition. The atp therapies were deactivated and pacing mode was programmed in voo with 85 bpm. When at hospital and with therapies deactivated, the patient had a ventricular fibrillation and a external defibrillator was used to delivery a 200 jules shock. Several pacing and sensing threshold tests were performed; loss of capture and many noise episodes were observed in the right ventricular channel. On 28 jan 2019, a re-intervention was performed to check the device and leads. Blood was again observed inside the right ventricular connector. Several noise episodes were observed in the right ventricular channel. The subject ICD was explanted and returned for analysis, the right ventricular lead was abandoned. The atrial and the left ventricular leads remained implanted. Preliminary analysis did not reveal any anomaly with the subject ICD.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190418 - file-2019-00343 - analysis_and_closure_report_resp-2019-00494.pdf].

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, the patient went to the hospital with several syncope episodes and a re-intervention was performed. Noise episodes in the right ventricular channel were observed. During the reintervention the noise was easily reproduced with provocative maneuvers. The physician is reporting that during the reintervention pacing pauses were detected in surface ECG when using the electric scalpel, even when the device was programmed in voo mode. Additionally, when disconnecting the lead from the connector block, some blood fluid was observed inside the connector, that was cleaned with a gauze. Psa measurements were normal, and after that, the lead was connected again. No more noise episodes were detected even performing provocative maneuvers. On (B)(6) 2018, the patient felt dizzy but pacing, sensing and impedance values were normal. On (B)(6) 2019, the patient was admitted to emergency service because several shocks were delivered. During the follow-up an inappropriate shock was delivered; in addition pacing malfunction with significant pacing pauses were observed. When moving the left arm of the patient, noise oversensing was observed. Several oversensing episodes were stored in the device memory with pacing inhibition. The atp therapies were deactivated and pacing mode was programmed in voo with 85 bpm. When at hospital and with therapies deactivated, the patient had a ventricular fibrillation and a external defibrillator was used to delivery a 200 jules shock. Several pacing and sensing threshold tests were performed; loss of capture and many noise episodes were observed in the right ventricular channel. On (B)(6) 2019, a re-intervention was performed to check the device and leads. Blood was again observed inside the right ventricular connector. Several noise episodes were observed in the right ventricular channel. The subject ICD was explanted and returned for analysis, the right ventricular lead was abandoned. The atrial and the left ventricular leads remained implanted. Preliminary analysis did not reveal any anomaly with the subject ICD.